Manufacturer narrative:
Additional evaluation c. Conclusion: 18/failure to follow instructions follow-up is being sent to correct information sent in field catalog number and lot number the complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that 1 month and 6 days after the dental implant was installed in intraoral region 21#, its non- osseointegration was observed. Moreover, the patient presented bone type ii and bone graft was placed.

Manufacturer narrative:
The information provided in this report was based on information givenby the dentist in neodent¿s products warranty form that was recorded inthe system and is used by both the manufacturer and the subsidiary. Theoriginal complaint and the product were received by the subsidiary anddid not arrive in the manufacturer yet. When this happens, a newevaluation of the complaint will be carried out and, if necessary, a newfollow-up report will be send.

Event description:
(B)(4)- the dentist reported that 1 month and 6 days after the dental implant was installed in intraoral region 21#, its non- osseointegration was observed. Moreover, the patient presented bone type ii and bone graft was placed.